Manufacturer narrative:
The affected device was examined by the dräger service and the log file was made available for the investigation. The investigation confirmed a temporary failure of the display. The ongoing ventilation was not affected by the fault and continued as set. The display should be replaced to remedy the issue. In case of a failure of the display, the usability of the device is restricted. However, the ongoing ventilation, patient data monitoring and alarms will not be affected by a display failure and continue as set. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the display of the device failed during use. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.